Event description:
A nurse reported that the vitrectomy probe had no cutting performance during vitrectomy surgery. Aspiration was normal. A consumer rinsed the probe with an injector, and the vitrectomy probe was not blocked but could not work. The surgery was completed after the product was replaced with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction provided to d.4. Additional information provided in d.9., h.3. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a pouch. At the time of receipt, it was observed that the probe needle was completely broken off of the rest of the probe assembly. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off at the stiffener sleeve, confirming the received condition of the probe. Functional testing, disassembly activities, and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the needle completely broken off the probe assembly. Therefore, a confirmation of the reported event could not be determined, and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The manufacturer internal reference number is: (B)(4).